Manufacturer narrative:
A review of the device history was performed and no non-conformances were identified. The device was not returned for evaluation. From further correspondence with the surgeon he is of the opinion that an implant of this nature is likely to loosen due to the patient's condition. Requests are being made for additional information and a supplemental report will be provided if this information is received.

Manufacturer narrative:
The patient underwent successful revision surgery resulting in the implantation of a new total femur. The aseptic loosening of the original implant is attributed to progressive renal metastasis, after two years in-situ. Additional information and product return were requested however it was not provided. Further information such as product return, operative reports as well as patient history and follow-up notes are needed to complete the investigation. Revision surgery was completed with no reported complications. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. Stanmore implants worldwide will continue to monitor for trends. Note: this device is not marketed in the us but an initial MDR was filed in error in december 2014, therefore a supplemental is now being filed following conclusion of the investigation. Corrections: (B)(6). Product name corrected from custom distal femur replacement implant to custom mid-shaft femur. Common device name corrected from prosthesis, knee, femorotibial, cons to limb salvage system. Manufacture date corrected from 11/13 to 10/04/2012.

Event description:
A surgeon has reported that a revision procedure is required for a patient's custom distal femur replacement implant due to loosening of the mid-shaft femoral component. This is a supplemental report to 3004105610-2014-00105 ((B)(4)).

Event description:
A surgeon has reported that a revision procedure is required for a patient's custom distal femur replacement implant due to loosening of the mid-shaft femoral component.